Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open, and the application remained stuck on the connecting screen. A technical support specialist (tss) connected with the customer and confirmed that the user needed a witness to proceed with issuing medications. The customer powered on the synchronization device, after which user was able to successfully login to the cabinet. Customer confirmed issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer had failed to open during medication issue and application remained stuck while connecting. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.